Event description:
A trilogy 100 ventilator was returned to the manufacturer for foam remediation service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to a motor failure. There is no documentation stated on the root cause or a component replacement to address the issue. The service technician states that the rear enclosure would need to be replaced due to exterior damage. No repairs were performed. The unit has been scrapped.